Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device the clips were popping off the vessel once they had been fired. They were scissored. When they examined the jaws, they were not aligned. There was some bleeding that was controlled. A second device was pulled and it fired fine for the first fire. On the second fire, it scissored the clips and upon examination of the jaws, they were not aligned. The procedure was completed with the second device. The patient is stable.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 1st w/first device, 2nd w/second device what vessel or structure was the device fired on at the time of the event? Cystic artery & duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, eleven clips conforming and one scissor clip were fed and then, the device locked out as intended. However, it could not be determined what may have caused the malformed clip. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h90f2x (mfg 02/28/2011 exp 01/28/2016). (B)(4).